Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker fell down a couple of times. The physician interrogated the device and found high atrial sensing, increased atrial and ventricular pacing impedance and pacing threshold measurements. There was also no sensing observed on the ventricular channel. After moving the right arm of the patient, the physician noticed oversensing and no pacing on the ventricular channel. The physician adjusted the sensitivity setting of the device. After which, there was no oversensing reported when the patient moved their arm. The patient was then discharged from the hospital. This pacemaker remains in service. The atrial and right ventricular leads remain unknown at this time. No additional adverse patient effects were reported. Additional information received indicates that the syncope the patient experienced was believed to be device related and a pacing inhibition was reported with asystole of greater than 2 seconds. The patient also experienced vertigo.